Event description:
It was reported that there was a pin hold leak in arterial extension leg, then next day after insertion. Line was removed and replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer, a this time, for evaluation. A lot history review (lhr) of rexf0429 showed no other similar product complaint(s) from this lot number.